Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged insulin pump heating up found on (B)(6) 2022. Complained the keypad overlay is cracked. Insulin pump passed displacement test, self test and active current measurement. No heating up noted. Insulin pump successfully downloaded to thus. Insulin pump received with high sleep current due to moisture damage to the electrical board 1 board and electrical board 2 board. No moisture damage noted to the motor assembly during visual inspection. The following were noted during visual inspection: corroded electronic assembly, cracked keypad overlay, corroded battery tube, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. No heating up noted during test. However, the insulin pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Confirmed cracked keypad overlay.

Event description:
Information received by medtronic indicated that there was physical damage to insulin pump. Customer stated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.